Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation early eri was observed. No therapies were noted. The device was explanted and the patient tolerated the procedure well.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. A diagnostics anomaly was confirmed. A root cause for the inconsistent remaining longevity estimate near eri indicated by the programmer was not identified.